Event description:
Recall fake site; philips respironics has existing recall effort for CPAP machines and sent letter to users with "please visit website www.philips.com/src-update" and phone number message also directs to this fake site. However, there is no such site functioning. This is a fake url. On multiple days, the site provides a "page does not exist" error. Philips has no functioning site available. Then their phone messaging says "higher than usual call waiting". Perhaps because when every consumer affected is unable to get to the recall website they must call instead. This seems an intentional balk or friction-adding move by philips to say they are responding but making it hard for consumers impacted by this helpimpacting CPAP product to get a solution. FDA safety report ID # (B)(4).